Event description:
The customer stated some of her blood glucose readings were not stored in the memory of the contour next ez. No adverse event alleged. She was advised to returned the meter for investigation. A new meter was sent to her.